Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, quality control, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that correct device was returned for investigation. The hand was in the open position while the basket formation was in the closed position. The male luer lock adapter was tight, and the collet knob was secure. The tubing measured 3cm in length but was partially severed 1mm from the nose. During the functional test, the handle could not actuate. Upon further examination, it was noted that the basket formation was protruding 2.5cm from the distal end of the support sheath. The distal cannula and coil extended beyond the distal end of the basket sheath by 1cm. Additionally, all four wires of the basket were broken, and there was black discoloration on the basket wires. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states ¿enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur.¿ despite the findings in the device evaluation, the provided event information stated the user did not damage the device and that there were no problems with handling of the device. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a transurethral lithotripsy (tul) procedure using a ncircle tipless stone extractor, the device became "untied." Prior to the procedure, the user tested the basket movement and had no problem. The user inserted the device into the endoscope channel and advanced it to the stone. The user stated "I could advance the device to the stone without any resistance". The user then attempted to deploy the basket but the basket did not work properly, so he removed the device from the body and checked the basket. He found that the tip of the basket was untied and the basket was divided into 4 wires, so he stopped using the device. Another product was used instead and the procedure was completed. There have been no adverse effects to the patient as a result of this alleged product malfunction.